Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had a gas loss alarm, after it was used as a replacement unit for a malfunctioned cardiosave device during therapy. There was no injury reported.

Manufacturer narrative:
Due to character limitation in e1, the event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated sections - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.